Event description:
It was reported that the pump displayed alert 38 indicating consecutive stalled motor while the user experienced delivery issues despite restarting the pump and changing supplies; a dry run delivered (B)(4) units without issue, and the user disclosed attaching the infusion set connector to the cartridge prior to inserting the cartridge into the pump, which is inconsistent with proper setup and likely caused the motor stall. Symptoms included disrupted insulin delivery without reported adverse clinical effects. Outcomes included resolution after user education and reinstallation of supplies with correct sequence. Investigation included troubleshooting by phone and a successful dry run confirming normal motor function off-body. Investigation of this case revealed user setup error related to infusion set and connector attachment that led to the reported motor stall alert, with the pump hardware performing as expected when tested. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.